Event description:
Customer reportedly rec'd results of 60 mg/dl on inform system 1 and 155 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549723, expiration date 07/31/2008). Reference medwatch report with a1 pt for the suspect device used in system 1.